Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with unknown antibiotics (doses, frequencies, and routes of administration not reported) for peritonitis. The patient was discharged from the hospital two weeks later and recovered from the event. No additional information is available.